Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing. The patient bent to pick something up from the floor when an inappropriate shock was delivered. The sicd was reprogrammed from the primary vector to the alternate vector with 2x gain, and the noise was unable to be reproduced. Technical services (ts) was contacted to review programming, this investigation will be updated when further information becomes available. This s-ICD system remains in-service. No adverse patient effects were reported.